Manufacturer narrative:
Despite multiple attempts to gather additional information from the field, no response was ever provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. Noise was being sensed on the rv channel and loss of capture was also observed. The patient had an underlying rhythm of 40 beats-per-minute so they did not experience any asystole. An x-ray taken showed the rv lead had completely fractured and separated in two. No intervention has been performed at this time and the rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.